Event description:
It was reported that during an attempted implant on (B)(6) 2017, the connector pin was bent on the ventricular lead. The lead was not used and replaced. The patient's condition post procedure was stable.

Manufacturer narrative:
Analysis was normal, no anomalies were found.